Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for evaluation. Stent dislodgement was confirmed; however, difficulty to remove the protective sheath could not be replicated in a testing environment due to the returned condition of the device. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment or for difficulty removing the protective sheath reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device preparation and prior to use the 3.0 x 23 mm xience xpedition stent delivery system (sds) protective sheath was removed and the stent dislodged/stuck inside the sheath off the balloon. There was no patient involvement. The device was not used. A second xience xpedition sds was used successfully in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.